Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the connections is coming apart which is causing safety concerns for the providers. The anesthesiologist thought he was administering to the patient but was actually going on the floor. Staff is having to tighten each connection which is very time consuming. No further information was provided.